Manufacturer narrative:
(B)(4). The lot was manufactured from february 3, 2015 ¿ february 4, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber was found during light testing of a large volume infusor device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified a white particle approximately 0.30 square mm in size, floating in the bladder. Fourier transform infrared spectroscopy revealed the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.